Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: an 87-year-old female patient underwent surgery for her thoracic aortic aneurysm on an unknown date and had two stentgrafts implanted, a zteg-2p-30-120-pf proximally and a zteg-2p-34-127-pf (complaint device) distally. It is reported that an endoleak type 1b occurred in relation to the zteg-2p-34-127-pf. As a result of the endoleak an additional procedure was performed and a zta-d-36-190-w1 was implanted with some deployment difficulties (pr 255116) which resolved the endoleak. No additional adverse effects to the patient have been reported. A cta performed on (B)(6) 2019 prior to the reported secondary intervention was provided and reviewed by an imaging expert. The imaging reviewer confirmed the endoleak, he found: ¿a mid to distal thoracic aneurysm was likely treated remotely. The severely elongated aorta swung laterally until reaching the diaphragm when it was forced to kink medially towards the diaphragmatic crus¿ and ¿the space between the distal graft and the now aneurysmal aortic wall was primarily filled with thrombus. Although a type 1b endoleak was present, it barely extended past the first few millimeters of the distal sealing stent. It was small and localized in comparison to the mural thrombus filling the two thirds of the seal zone circumference. Consequently, it represented cavities in the mural thrombus and not a seal zone breach into an aneurysm sac.¿ the imaging reviewer¿s impression was: ¿although a type 1b endoleak was present in the broadest context of flow into an aneurysm from below the endograft, the distal seal zone had long ago disappeared. This usually occurs from aortic expansion just distal the seal zone and not inferior growth of the intended to treat aneurysm sac. Consequently, it did not represent a type 1b endoleak in the narrower context of intended to treat aneurysm perfusion from flow between the aortic wall and the endograft.¿ and ¿the distal thoracic aorta was originally larger than thoracic aorta at the proximal seal zone. This indicates that at the original intervention, incipient aneurysmal disease was likely present in the untreated distal thoracic aorta.¿ endoleak is listed as a potential adverse event in the IFU. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. An exact cause for this event cannot be established, a likely cause is disease progression. Cook medical continues to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p070016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: zteg-2p-30-120-pf was placed at the proximal site, and zteg-2p-34-127-pf was placed at the distal site. The implant date is unknown. Endoleak type ib occurred at the area where zteg-2p-34-127-pf was implanted. ((B)(4)) the device zta-d-36-190-w1 was used in the additional treatment for endoleak type 1b. The physician attempted to place the distal component as indicated in IFU. However, the gray safety-lock knob could not be turned, and the distal bare stent was unable to be deployed. ((B)(4)) then, the physician took off the cap and screw of the gray safety-lock knob and attempted to withdraw/slide the sheath, but the sheath did not move, so the attempt failed. After that, he removed the cap of the blue rotation handle and the blue rotation handle itself. Finally, the distal bare stent could be released from the bottom cap and became deployed. As a result, the physician could complete the procedure successfully and treat endoleak type ib. Patient outcome: no adverse effects to the patient reported.